Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for initial implant procedure, the right ventricular lead was positioned at three different positions. Each position exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced. Testing of the new lead exhibited parameters within normal limits. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.